Manufacturer narrative:
.

Event description:
It was reported that the physician's programming tablet was giving a message "unable to backup database to external media. Please contact cyberonics for further assistance." It was identified that this message is related to a defect v110-723 and will occur when exporting the database. It is possible that the sd card was removed or the sd card was write protected. The physician was provided a new programming tablet until further troubleshooting could be performed.